Event description:
The customer alleged that during the disinfect cycle, the unit was not pumping cidex in the basin, instead, it pumped out of the overflow tube and onto the floor. There were no reports of injuries. The customer resolved the issue.

Manufacturer narrative:
The issue has been resolved. The customer found that one of the bristles from a brush that the end user used to clean the scopes with was blocking the solenoid valve. He removed it and the unit is now working.